Event description:
Patient called in to report high bgs (250 to 317 mg/dl) while wearing pod. Removed pod and cannula looked normal and there was no blood in the cannula. Returned pod for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.